Event description:
The customer reported the images would freeze. The cine function/images were locking up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.